Event description:
An article titled ¿vns in the treatment of pharmacoresistant epilepsy¿ studied the efficacy of vns in hospitalized patients with pharmacoresistant epilepsy. The article included adverse event that occurred during the study. One patient passed away three year following implant surgery. It was noted that the cause of death was likely suffocation following a grand mal seizure. This event was captured in manufacturer report # 1644487-2014-02123. One patient experienced transient asystole during implant surgery that was successfully treated with atropine. This event was captured in this manufacturer report. This event was captured in this manufacturer report. One patient experienced serial elementary partial seizures and worsening asthma. This event was captured in manufacturer report # 1644487-2014-02126. The patient previously mentioned also experienced muscular pain at the generator site which required surgery to reposition the patient¿s device due to dislocation in the left pectoral region. It was noted that the patient was a woman with asthenic constitution. This event was captured in manufacturer report # 1644487-2014-02124. Attempts for additional relevant information have been unsuccessful to date.